Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number was 66056501. The expiration date was requested but was not provided. The field service engineer found the reagent needle line was broken and repaired it. The investigation is ongoing. H3 other text : na

Event description:
There was an allegation of a questionable ft3 g3 elecsys e2g result from the cobas e 801 analytical unit. The initial result was 50 pmol/l. The repeat result was 16.7 pmol/l the questionable result was reported outside of the laboratory.